Event description:
Pt was having unexplained vomiting and blood in the stool. Kub [kidneys, ureters, and bladder x-ray] was performed and it was found that the ng [nasogastric] tube that was present was barely connected at the tip. The team decided for me to pull the ng and place a new one. When I pulled the ng, it was literally hanging on by a thread. The end of the ng was black and obviously breaking apart.